Manufacturer narrative:
Follow-up #1: date of submission 09/11/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/24/2015 with the following findings there was no evidence of short battery life observed in the black box, but there were some pump reboot events that occured after a call service 088 alarm. The battery cap was unable to fully tighten to the pump due to damaged threads. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The audio bolus button cover had a tear in the center, but was still responsive. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.